Manufacturer narrative:
(B)(4). The device was manufactured between february 26, 2014 and february 27, 2014. The sample was discarded by the customer; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned; a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked all of its contents from an unknown source on the device after being filled with 5% dextrose in water and fluorouracil. This was found before use while the device was contained within a pouch. There was no patient involvement. No additional information is available.